Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha solid back 52mm; cat # 540-11-52e; lot # 53271101. Delta v-40 ceramic head 36/0; cat # 6570-0-136; lot # 53245003. Exeter v40 stem 44mm no 2; cat # 0580-1-442; lot # g5704979. Exeter 2.5 I m plug 14mm; cat # 09390114; lot # l8277. Exeter 2.5 I m plug 16mm; cat # 09390116; lot # l8409. Simplex p - us half dose 10-pk; cat # 61881010; lot # rhw096. Simplex p - us tobra fd 10-pk; cat # 61979010; lot # mfw050. Simplex p - us tobra fd 10-pk; cat # 61979010; lot # mfw050. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to infection. All components were removed and a spacer was placed. Rep provided the primary usage sheet and notes, and confirmed that no further information will be released by the hospital or surgeon.